Manufacturer narrative:
This follow-up report is being submitted to relay corrected information: please disregard this report as it was submitted in error. Event was previously reported under report #1038671-2024-03764.

Event description:
Legal case ¿ USA letter of preservation (B)(4) is associated with this case very important¿request for preservation of pathology materials and/or medical devices from upcoming procedure. It was reported that approximately 113 months after a total hip replacement procedure, the patient has experienced prosthesis wear. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Concomitants: "(B)(4) 180-01-48 - nv crown cup clstr hole 48mm group 1. (B)(4) 180-65-25 - alteon 6.5mm screw, 25mm. (B)(4) 170-32-93 - biolox delta femoral head 32mm od, -3.5mm. (B)(4) 164-12-10 - novation element ro x/o sz 10. (B)(4) 101-05-30 - 3.2mm drill bit30mm 1pk. The product associated with the reported event is within the scope of recall z-1732-2022. However, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. The device was not returned for evaluation and no medical or other records containing treatment information or patient information have been received; therefore, the reported event cannot be confirmed, nor can the circumstances or potential causes or contributors to the alleged event be evaluated. Should additional, material information become available that permits more analysis or conclusions, a supplemental report will be filed accordingly.